Manufacturer narrative:
Follow up information was received on 09-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and an essure device was found broken during exploratory surgery performed 4 years after placement procedure. Device breakage is anticipated according to essure's reference safety information. Although the exact circumstances and mechanism of this breakage had not been provided, considering its nature per se, causal relationship with essure device cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 08-nov-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) implanted on or around (B)(6) 2007. Shortly after undergoing the essure procedure, an hsg test was performed and the consumer was advised that her coils were properly placed. However, consumer's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic abdominal pain, pelvic pain, back pain, and dental issues. The consumer never experienced any of these conditions prior to undergoing the essure procedure. The consumer subsequently sought treatment for her symptoms with her physicians, but was unable to resolve her symptoms. In or around 2011, the consumer underwent exploratory surgery and learned that an essure insert had broken. Consumer's treating physician has recommended that she undergo a hysterectomy to remove the remaining piece(s) of her essure insert. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and an essure device was found broken during exploratory surgery performed 4 years after placement procedure. Device breakage is anticipated according to essure's reference safety information. Although the exact circumstances and mechanism of this breakage had not been provided, considering its nature per se, causal relationship with essure device cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.